Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented with the device in end of life (eol) battery status. At the previous follow up, the monitoring voltage was 2.9 volts. It was suspected that charge times greater than 30 seconds caused the device to trip eol. The patient was hospitalized pending device replacement. Additional information was received that shortly after device implantation, an episode resembling electro-magnetic interference (emi) was stored. The patient had received an inappropriate shock while a physician was performing a skin impedance test to diagnose a food allergy. This test ran electrical current through the patient's body; the test is contraindicated for ICD patients.